Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope experienced an unspecified scope communication error failure during a colonoscopy, which was completed using an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error 216(scope communication error), image noise, white residue in air water channel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error 216(scope communication error), image noise due to failed plug unit. However, based on the results of the investigation, the most probable cause of the complaint was not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.